Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, a misload occurred. During loading, the locking collar could not be released and when trying to push the valve into the inflow cone, the valve flipped over. A new valve, delivery catheter system (dcs) and compression loading system (cls) were used for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. One nitinol protrusion was visible at the capsule tip. There was a slight bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule with resistance noted. The trigger could move to fully advanced and retracted positions, but with significant resistance noted and locked in place when released. The tip-retrieval mechanism appeared intact, with no resistance noted when tested. The inner member shaft and spindle hub appeared intact with no evidence of damage. An evolutfx 34mm valve was successfully loaded onto the dcs, with resistance noted. There was no issue noted when releasing the locking collar and crimping the valve. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the deployment knob with resistance noted, the valve deployed as expected. Additional analysis was conducted where the handle components were disassembled to view the device. Debris was noted on the t-shell and damage and debris was visible to the inside of the actuator where to t-shell sits. There was no resistance noted moving the inner slider, however significant resistance was noted when moving the t-shell. The resistance was found to be due to interaction between the outer shaft and the o-ring. The capsule was detached from the device and the stability shaft and o-ring housing were removed. A clear substance was noted to the inside of the o-ring which was collected and sent for analysis. There was no visible damage to the o-ring or outer shaft. The o-ring inner dimension was measured three times at different orientations, all measuring 0.148-inches which is within specification. The outer shaft outer dimension was measured four times along the area of interaction with the o-ring, turning the device approximately 90° following each measurement. The lowest o.d. Measurement was 0.1545-inches and the largest o.d. Point measured 0.1638 which is within specification. Results of the analysis on the clear substance within the o-ring housing found similarities in the spectra with the reference parylene sourced from the o-ring housing of another sample. The reported event for misload could not be confirmed in the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.